Event description:
Dr. (B)(6) reported to sales rep (B)(6) that a v-lift cage broke and that it was removed.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental method, result, and conclusion will be made available following an engineering evaluation.